Event description:
Stent dislocated from the balloon.

Manufacturer narrative:
Components returned to atrium medical include an 8mm x 38mm x 120cm balloon catheter. No other details were provided other than what is above. A review of the components yielded a device with the expected crimp impressions indicating a properly crimped device. Neither the stent nor the introducer was included therefore no additional analysis can be conducted on those components. Lot qualification data from quality control indicates all samples met the required specifications. No anomalies were observed. With no additional procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the manufacturing process or the device in question.